Event description:
It was reported that this right atrial (ra) lead exhibited low, out-of-range pacing impedance measurements of less than 200 ohms. This low value was recorded twice, and caused the associated pacemaker to trigger the lead safety switch (lss), such that the lead would revert to the unipolar configuration. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.